Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that medium alarm displayed: pump settings and patient data lost was recorded in history. During analysis, the reported issue was able to be duplicated . The pump had the reported problem duplicated even after 3 full days of charging internal battery. It was noted that the internal battery was the cause of the reported issue. The printed wire assembly (pwa) board will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump kept on losing data. No adverse effects were reported.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.